Event description:
Info received indicates the left siderail is not staying locked in the raised position.

Manufacturer narrative:
The technician isolated the issue to a broken end tube and rivets on the siderail. He replaced the end tube and rivets to repair the bed.